Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Assistant is calling on behalf of the customer. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 120-150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call on (B)(6) 2019, a back to back blood test was performed by the customer and produced test results of 265 and 256mg/dl fasting using true metrix meter. The test strip lot manufacturer's expiration date is 07/26/2020 and open vial date is 1/20/2019. The meter memory was reviewed for previous test result history: (B)(6).